Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. There was blood in the manifold, and guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located at the proximal end of the balloon at the waist cone transition. The device failed to inflate to rated burst pressure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, the balloon was burst due to severe calcification. The procedure was completed with another of same device. There were no patient complications and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, the balloon was burst due to severe calcification. The procedure was completed with another of same device. There were no patient complications and the patient status was good.